Event description:
Material# 302830, batch# 4059811. It was reported by customer that the bd 20 ml syringe found with black spots along barrel and luer lock tip. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received. Material# 302830, batch# 4059811. It was reported by customer that the bd 20 ml syringe found with black spots along barrel and luer lock tip. Rcc received a complaint via email. Email(s) attached. Bd 20 ml syringe found with black spots along barrel and luer lock tip. Item# 302830. Lot# 4059811.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there were black spots along the barrel and luer lock tip of the syringe. To aid in the investigation, one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and there are dark colored specks of embedded degraded resin. The two photos provided show the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot 4059811. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.